Event description:
A baxter representative reported a damaged minicap found during use at home by a patient. There is no patient involvement and no injury to patient is associated with the complaint.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Actual sample was visually inspected and evaluated. The reported problem was confirmed . The inspection confirmed that mini cap sponge came out from the mini cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The assignable cause is mishandling during distribution and shipping or storage. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.